Manufacturer narrative:
Device evaluation follow-up #1 submitted 4/4/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'down' and 'contrast' buttons. Removed the undamaged keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the down arrow button was intermittently unresponsive for the past three to four months and required multiple presses to elicit a response. The reporter confirmed that the pump was not exposed to water. And the keypad and pump are intact. The patient reportedly wore the pump on the waist and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.